Event description:
During the early stages of the knee surgery, the pump started to make an unusual noise and began pumping at a high rate. The surgery was continued and was completed with only a few delays. The pt did not experience any injuries or complications.